Event description:
It was reported during implantation of an intraocular lens (iol) into the eye. During placement of the iol, the lens nicked the posterior capsule resulting in a posterior capsule tear with vitreous presenting. The lens was bisected and removed in two pieces. A vitrectomy was performed. A successful scleral sulcus intraoperative lens replacement using a different model and diopter lens was completed. Additional information has been requested, but not yet received.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Additional information was received indicating the onset of the problem was the same day as the surgery and the surgical procedure was phacoemulsification only.

Manufacturer narrative:
Per the reporter, the device is not available for return. Additional information was requested, but not received. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. Based on the available information provided, a root cause could not be determined.